Event description:
The customer reported that the device was breaking blades. Additional information has been requested from the user facility.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
The customer reported that the device was breaking blades. Additional information has been requested from the user facility.